Manufacturer narrative:
Method code desc -1, h6 - ec conclusions code desc - 1 and desc -2, and h10. The investigation evaluation on follow up report # 1 indicates that the device was returned for evaluation. The device was not returned for evaluation. The investigation - evaluation summary has been updated. Investigation ¿ evaluation. The device was not returned. A visual inspection and functional testing of the device could not be performed. A document based investigation was performed, including a review of complaint history, device history record, documentation, drawings, the instructions for use (IFU), manufacturing instructions, quality control data, and specifications. A review of the device history record found no non-conformances. A review of complaint history, records two other complaints associated with the complaint device lot number. Linked complaints, patient identifier (B)(6) (2 devices, returned) and patient identifier (B)(6) (1 device, not returned). Investigation of the returned devices did not determine that any manufacturing related issue occurred that would indicate a possible issue with other devices in the lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was not returned. Two devices of the same lot from the cook sales representatives' stock that were reported to not fully close were returned. (Reference patient identifier (B)(6)) investigation of those 2 devices confirmed they did not fully close. Damage from an unknown source was observed to the basket wires of both devices. The cause for the damage could not be determined. It is possible the damage that affected the basket wires also affected the ability of the basket to fully close. The investigation of the 2 other devices from this lot did not determine a conclusive cause that could applied to the device for this complaint. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There are 2 other reported complaints associated with this complaint device lot number. The reported issue for all 3 complaints is, the device could not be closed completely. Reference patient identifier (B)(6) and patient identifier (B)(6).

Event description:
No new event information has been received.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complaint device was returned for investigation. The returned packaging confirms the reported complaint device lot number. The device was returned with the handle in the closed position and the basket formation partially closed. The support sheath is bowed starting at the nose of the male luer lock adapter (mlla). The support sheath and basket sheath are still adhered. The basket formation is bent with the appearance of being caught and pulled on. It was noted that the wires of the basket were slightly deformed. Functional testing determined the handle actuates the basket formation. The basket formation does not close completely. The basket would open and close, but when closed, the basket extended too far out of the distal end of the sheath to be within specification. The damage was not major and the complaint investigator was able to restore proper device function by adjusting the location of the basket subassembly inside the handle, but that is not an operation that the customer would be expected to perform. A review of the device history record found no non-conformances. A review of complaint history records two other complaints associated with the complaint device lot number. All three complaints are from the same customer and have the same description. Two of the three devices were returned and were found to have been damaged during use, causing the reported issue. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the available information from the investigation, it was concluded the most likely cause for the issue was that the user inadvertently applied too much force to the device, causing damage that prevented the basket from closing completely. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Concomitant medical products: wolf cobra endoscope. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureteroscopy procedure for stones in the ureter and kidney, the ncircle delta wire tipless stone extractor could not be closed completely. A little part is still visible. They can work with that and the surgery ended successfully, but it seems it did not work correctly when they closed it. They were able to finish it with the basket but as this one did not close correctly they lost stone fragments sometimes so it took much longer. The hospital will not share private patient information. The patient did not experience any adverse effects due to this occurrence.